Event description:
It was reported that the 2600 system had an error code displayed prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f1 fuse was replaced on the sensor board during the service call. The system was tested and found to be working as intended and put back into service.